Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead and device was greater than 126 ohms. All other values were stable. It was indicated the patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.